Manufacturer narrative:
No adverse event was reported. Subject device was returned for further investigation. It has been confirmed the procerva sheath tube component detached from the device, potentially due to process workmanship defect, which resulted in leaking of hot saline from system. Although there is no reported adverse event, an MDR is being submitted as a malfunction report because it has been concluded that this device potentially failed to perform as intended. The sheath tube is not designed to detach during use. If this defect were to reoccur, there is a potential for the device to cause or contribute to an adverse event (burn).

Event description:
It was reported the procerva sheath tube detached. No injuries reported.